Manufacturer narrative:
We are trying to obtain a sample for investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
The hospital claims that specific pts on three units experienced redness followed by fever and cellulitis since the hospital moved from the safety lok blood collection set to the bd saf-t-intima for subq procedures. They have ruled out any other possibilities. The doctors have requested removal of the saf-t-intima from the cart and a return to the slbcset. The educator advises this is not satisfactory and has requested more nursing training on the product. Infection controls are now involved.